Event description:
Underwent a gill l-5 laminectomy with 14-5, l5-s1 posterior lumbar interbody fusion and bilateral posterolateral fusion l4 to s1 using plating with transpedicle screws. Continued to experience severe leg pain with numbness in buttock region.